Manufacturer narrative:
(B)(4). Failure mode "broken package - sterility compromised" could be confirmed with picture attached. A device history record review was performed, and no relevant findings were identified. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. Involved 180 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.

Event description:
It was reported that "the package was found broken during inspection. Involved 180 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged". No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The reported complaint was able to be confirmed by the photo. The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.